Manufacturer narrative:
Block b3: approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7161192. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7161132. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: (B)(6). Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4276. Batch/lot number: 36244712. Model/catalog description: clik anchor hex wrench 3 inch. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported by the patients spouse that the patient passed away due to natural causes, and that the passing was not device related. This was unable to be confirmed by the patients physician as he has no additional information regarding the passing. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided, and no additional information can be obtained.